Manufacturer narrative:
The catheter was full of blood. The blood in the catheter was up to its hub. During functional testing, the lumen was checked by inserting a 0.018" mandrel and advancing through the proximal end of the catheter. The mandrel came out of the distal end with no friction or resistance. The device was sent to the manufacturer, boston scientific (bsc) cork for additional analysis regarding the bumps and rings on the shaft. Ftir (fourier transform infrared spectroscopy) analysis was performed on devices found with similar substances, and ftir results determined the material to possibly be a component of the hydrophilic coating. It is possible that the analyzed hydrophilic coating peeling on the catheter is a result of the friction encountered. Information from the complaint indicated that the user felt that the surface of the catheter tip was rough but wet the device and tried to put it into the catheter. It should be noted that per the device dfu, "warning: inspect product before use for any bends, kinks or damage. Do not use a microcatheter that has been damaged. Damaged microcatheters may rupture causing vessel trauma or tip detachment during steering maneuvers." The blood found in the catheter is an indication that continuous flush was not maintained. Per the device dfu: "caution: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade¿ fiber braided microcatheter and guide catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guide catheter and microcatheter lumens." It is not clear if the reported catheter tip roughness is the same as the analyzed hydrophilic coating peeling. Based on information available and device analysis, the assignable cause of the hydrophilic coating peeling was use error.

Event description:
Analysis of the returned product revealed that the hydrophilic coating was peeling. There was no clinical impact to the patient.